Event description:
End user was having unspecified difficulty being placed in the lift. Their action caused the lift to tip and fall on the end user.

Manufacturer narrative:
MDR decision date: (B)(6) 2014. (B)(6) 2014 ¿ mlb -the patient injured their head and the facility stated that patient needed. Stitches.